Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone number: (B)(6). No product samples, pictures, or videos were received for investigation. The complaint of the IV tubing leaking could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported there was an incident of intravenous (IV) tubing leaking. The event occurred during infusion of tpn (total parenteral nutrition). The tubing was connected to the IV site via an extension set, infusing via the plum pump. The solution was noted to be leaking from the filter, there was a patient involved. There was no patient harmed, however, the solution infusing had to be changed.